Manufacturer narrative:
(B)(4).

Event description:
Procedure type: wedge resection. According to the reporter: the pt developed a large hemo-thorax and an air leak post op and was kept in hosp for minimum of 15 days.